Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed motor error during rewind. The customer indicated that their blood glucose reading was normal at the time of incident. Troubleshooting found that the pump had motor error alarms and motion sensor test failures in the pump history.